Event description:
The surgeons office noted that the cause of the scar was from the previous surgery and that the keloid scar was small. They reported that there was definitely no concern for a serious injury to result from the scar. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as scarring is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that there was a large keloid scar on the medial edge of the post-operative wound incision site. It was noted through operative notes of the patient's planned generator replacement that, due to concerns for wound healing and cosmesis, they wanted to revise the scar.. Further operative notes from the surgery indicated that the scar was excised. No further relevant information has been received to date. Device evaluation and return is not necessary as scar tissue is not related to the functionality or delivery of therapy of the device.